Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
The customer did not request any service. Logs and the current status of the ventilator requested but not provided. We are not informed about any part change in the system. Due to lack of information, the root cause of the reported event could not be found. H3 other text : 4117

Event description:
It was reported that the ventilator failed pre-use check before use and the ventilation waveform was abnormal during treatment. There was no patient harm. Manufacturer ref. #: (B)(4).